Event description:
It was reported that there was an event of lead and pacemaker noise over-sensing when the patient presented for a clinical checkup. No intervention was performed. The patient was stable.